Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an (B)(4) manufacturing site. Therefore, (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a non-bd lancet was received in a package for bd microtainer® contact-activated lancet(s). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for one single unit of a different catalog number product mixed with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for this issue was not observed as all samples were package correctly. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for mixed product with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues pertaining to mixed product was observed. Based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.